Manufacturer narrative:
Batch review performed on 03 july 2024: lot 157625: (B)(4) items manufactured and released on 19-apr-2016. Expiration date: 2021-04-10. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 7 years 10 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.